Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the right atrial (ra) lead became dislodged multiple times due to the patients anatomy. The lead was removed and a different lead was utilized without incident. No patient complications have been reported as a result of this event.